Event description:
The customer reported that prior to use on a pt, the unit failed to display an invasive pressure signal from an external monitor. The pt was switched to another unit and therapy was initiated. No pt injury was reported.